Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, the vapr tripolar 90 suction elect device metal part of the tip peeled off, and was removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation and it was sent to the supplier for further investigation. Visual inspection of the returned device found the metal cap of the tip was completely detached, where the metal cap had visible glue coverage as specified. Additionally, the active tip was found in used condition and had some debris attached to it. No other cosmetic anomalies were noted on the device components (handle, cable and plug assembly). Device was fully inspected and it was confirmed that the device passed all electrical checks but failed on functional checks (including pre/post activation flow rate (suction), and ablation functions). The investigation shows the device has been built to the manufacturer's specification with good glue coverage on the return cap. The surface of the return cap shows no signs of reverse fire up and there are no obvious signs of excessive load/heavy use being applied to the device. Therefore, the original report that "the metal piece fell off' can be substantiated, but the root cause for this fault remains undetermined. There is no evidence of any manufacturing defect. Furthermore, the device was found to fail flow test specifications which has been caused by tissue debris in the suction path and is unrelated to the reported event of the metal piece falling off. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a specific root cause was not established for the metal that fell off; however, consideration must be given to other potential influences, such as a possible reverse fire-up, excessive load/heavy use applied during use, or other procedure variables that could have caused damage to the components. Furthermore, for the debris found on the active tip, potential cause can be traced to improper handling or care of the device during its usage. As per instructions for use, the next precautions need to be followed: 1) carefully insert and withdraw electrodes to avoid possible damage to the device; 2) ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution (e.g., saline or ringer¿s lactate); 3) when not in use, place the active electrode in a clean, dry, nonconductive, and highly visible area not in contact with the patient; 4) excessive force may damage the electrode tip assembly; and 5) failure to maintain the recommended suction may result in device failure. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed and no non-conformances were identified.